Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d3, g1 correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10/jul/2024.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed broken device assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure creases were completed none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.